Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced a skin overgrowth at the abutment site and subsequently underwent revision surgery (date not reported) to debride and clean the site. It was also reported that the patient was administered topical steroids and topical antibiotics (date not reported).